Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field safety engineer (fse) arrived at the site and was informed by the technologist that the collision sensors on the detector covers are working properly; along with the ones on the detectors arm and emergency stop (e-stop) buttons. The fse evaluated the system and noted that the hand controller at the site required to be replaced. The fse reported that the system was in override at the time of the reported issue. The technologist was informed by the fse to use the slow enable button when positioning the detector(s) close to the pt and instructed to use the emergency stop button to halt the system motion. Since replacing the hand controller and instructing the customer, the site has not reported the issue with the detector motion. Hand controller malfunction is included in c&r 2916556-09/27/11-004-c. (B)(4).

Event description:
Philips received a report that the site was performing a lung scan on a pt. During the scan, the technologist was using the hand controller in the fast enable mode. As the detector (det) was getting close to the pt, the technologist released the buttons from the hand controller and det 2 continued to travel in toward the pt. The technologist stated that she attempted to invoke a collision on the detector by pressing on the collimator pad and the collision sensors did not go off, allowing det 2 to make contact with the pt's chest. When the collimator pad made contact with the pt, an emergency stop was activated by the system and the system halted all motion. The technologist did not try to activate the collision sensors located on det 2 arm and stated, at the time of the reported issue, that she did not think to activate one of the emergency stop button. The scan was completed and the pt was removed from the skytable and did not receive any injuries from the reported issue.